Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change, high frequency noise was observed. Pace/sense portion was capped and replaced on (B)(6) 2016. Patient¿s condition was good with no complications.